Event description:
The customer reported the ventilator went vent inop and alarmed during operation. The customer reported the ventilator was in use on a patient and there was no patient harm. Vent inop, when in use, will stop providing ventilatory support to the patient. The manufacturer's service technician was unable to duplicate the reported event, however, verified in the ventilator diagnostic log history a vent inop occurrence due to a flow sensor failure. The service technician replaced the exhalation flow sensor to correct the finding. Extended self testing (est) testing and performance verification testing was completed and all tests passed to operating specifications.

Manufacturer narrative:
Exhalation flow sensor.